Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 649 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, customer was using humalog supplies for over 48 hours. Reportedly, customer consumed carbohydrates in an attempt to lower bg level, even though consuming carbohydrates was not likely to lower elevated bg level. Once at the ER, bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 8 and a half hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.